Event description:
N/a.

Manufacturer narrative:
Corrected fields: g3 date in follow up #1 corrected to 11/29/2023. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that when the unit was pulled out of the cart, the fse briefly opened the helium bottle to put pressure on the system and ran several tests. The fse stated that the cart and the machine internally seemed to hold the pressure. The all manifold test also ran without errors. However, after placing the unit back into the cart, the pressure dropped. After a long period of troubleshooting, the fse was able to was able to narrow down the leak to valve cv1. The component was loose. So the fse sealed and tightened the cv1 valve. The fse performed all functional and safety check to factory specifications, which were performed without any problems.

Event description:
N/a

Manufacturer narrative:
Corrected fields - medical device ¿ problem code.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave ¿gas loss in the iab system¿ alarms yesterday, but therapy was able to continue overnight. Users replaced the pump today because the alarm came back and a hissing noise was heard from the pump. There was no patient harm reported.